Event description:
Unomedical reference number (B)(4) event occurred in the united kingdom it was reported that the patient's infusion set fell off during use. The blood glucose level of the patient was 2.8 mmol/l which was treated by pen and consuming carbohyderates. The issue occurred with five similar types of infusion sets used for 24-48 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 4 of 5